Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection found that the reload was fully fired and the proximal end of the reload adapter was broken. Due to the noted damage, functional testing was precluded. It was reported that the instrument locked on tissue. A device-related causal link was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, upon first firing of the reload on the antrum of the stomach, the jaws of the device lock on tissue. The surgeon removed the adaptor that was clamped on tissue and get a new shell and handle and attach to adaptor but this did not help the situation and hence the retraction tool was used to get off the reload on the patient stomach. Surgical time was extended for 30 minutes due to the product problem. There was no patient injury.